Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - incomplete. The expiration date is not currently available. Initial reporter's phone: (B)(6).

Event description:
It was reported by the sales rep that their 4.5 healix advance with permacord peek anchor suture bridge broke during insertion during a rotator cuff repair. The case was completed with another like device in a new bone hole. The sales rep stated that the patient had hard bone. There were no patient consequences or delays. The device was discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).